Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button was intermittently delayed in responding to presses. Additionally, it was reported that the usb cable was damaged and could not charge the pump properly without the customer maneuvering the cable into the charging port at a certain angle. Customer's blood glucose level was 108 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.